Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she woke up vomiting. Her blood glucose was 350 mg/dl when she woke up. She took a fingerstick reading later on and her blood glucose had increased to 486 mg/dl. The patient treated via manual insulin injection. The customer's insulin pump did not alarm no delivery. The bolus history was checked and found to be correct. The customer stated that she hooked up a new infusion set prior to the high blood glucose incidents and she did not remember if she primed the tubing or not. The customer disconnected from the device and ran a 5.0 unit fill cannula: the customer stated that it took a long time for insulin to drip out of the tubing. She concluded that her high blood glucose was due to forgetting to prime the tubing. The customer also mentioned that her doctor had changed her insulin, and that also may have contributed to the high blood glucose. No further assistance was required, and no products were returned or replaced.